Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2007: underwent excision of pubovaginal sling under laryngeal mask airway anesthesia. Per reporter: following the mesh revision surgery, patient developed complications such as urinary stress incontinence and cystocele. On (B)(6) 2009: underwent cystoscopy, removal of the cyst of the perivesical fascia, cystocele repair, and sling using a tvt-secur under general anesthesia

Manufacturer narrative:
(B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Patient underwent reoperation for removal of mesh approximately three months post-op.